Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to to tibial loosening.

Manufacturer narrative:
Upon review of the implant list provided with the supplemental surgical notes, the bone cement was associated with the reported event because it was labeled as a proprietary name of a zimmer biomet product. However, upon further investigation, the part and lot numbers listed in the supplemental information do not match any zimmer biomet product. Therefore, the unknown bone cement was mistakenly associated with this complaint in report 0001822565-2016-03916.